Manufacturer narrative:
Date of initial report: 2017-07-17. The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, there was an inadequate seal with bleeding during the procedure. There was evidence of some energy delivery, and an end tone was heard when the issue occurred. The tissue was resealed during the procedure to resolve the issue. No patient injury occurred or medical intervention required. Another ligasure device was used successfully with the same generator. Less than 250cc of bleeding resulted.